Manufacturer narrative:
Additional information: imdrf annex b grid. Additional information: manufacturer narrative. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 15feb2019. The review was performed from the date of manufacture to the present date 14jun2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that while doing onsite training one of the bd clinical consultants noticed that the pca pause protocol function was not working as intended on 3 different pca units . The pca pause protocol function will pause pca infusions based on low respiratory rate (measured on the alaris etco2) or low oxygen saturation (measured on the alaris spo2). These parameters are configurable by the hospital. If the parameters are breeched an alarm will sound and the pca infusion is paused. In this scenario the etco2 module alarmed for low respiratory rate, as expected, however the pause protocol function did not turn off the pca. This issue was detected during training. No patients were impacted.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the bd clinical consultant was on-site to provide "refresher training" on alaris system pca, etco2 modules, and pca pause protocol functionality. Pca pause limit default is set at rr 4 and we noted (during education demonstration) that none of the three alaris system platforms paused pca infusion as expected, when rr on etco2 module was sustained at 3-4 breaths per minute. The etco2 module alarmed low respiratory rate as expected. The issue was with pause protocol function. There was no patient involvement.